Event description:
While using laser, the ulta line laser fiber the equipment malfunctioned. Upon removal the right angle adatpter was found to be burned out.device not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jan-93. Service provided by: manufacturer. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: component failure, telemetry failure, component failure. Conclusion: device failure occurred and was related to event, device failure related to patient condition, device failure directly contributed to event, device was out of spec in a manner that relates to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device temporarily removed from service, use of all similar devices stopped temporarily. The device was not destroyed/disposed of.